Event description:
The customer called for help with her new contour meter. Her doctor had given her the meter kit the day before she called. The customer stated that she found loose test strips from the sample bottle inside the kit. The cap on the bottle was closed, but had obviously been open at one time. No adverse events were alleged. The test strips would usually be returned for evaluation, but the customer's strips expired. Replacement test strips were sent to the customer.